Event description:
A biomed at one of our user facilities called carefusion technical support to request a replacement user interface module. According to the biomed, the touchscreen display to one of their units is dark, but the leds are lit and audible alarm is present. This incident occurred during pre-use check. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the user facility. They also issued a returned goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received on 02/17/2015 and is awaiting evaluation. Once evaluated a follow up medwatch report will be submitted.